Manufacturer narrative:
(B) (4). (B) (4). Patient information requested. The reported leak on the returned blood set was confirmed. Functional testing verified leaking on top of the drip chamber where the pvc tubing connects. Add'l testing allowed the tubing to be separated from the drip chamber with minimal effort. Mfg identified the tubing and drip chamber connection for this lot was not passing resistance testing and was below specs. A quality notification (qn) was generated to address this issue. The qn was implemented after the reported blood set was mfg.

Event description:
Date of event is unk. A smartsite blood set leaked blood out of the top fitting on the drip chamber/filter assembly. There was not pt harm reported. No add'l info was available.